Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system and successfully passed recognition and engagement testing in all three attempts. It was recognized by both the generator and the e100 systems. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the grips opened and closed as intended. Seal and cut tests were completed successfully, with no physical damage observed during testing. Three recoverable e100 errors were recorded and attributed to high impedance conditions when excessive tissue was placed between the jaws, not to the instrument. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument would not completely seal. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.